Event description:
During baxter's eval of a spectrum pump, it had a delayed keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was experienced during eval. Eval found the delay to be caused by a failed processor printed circuit board (pcb). The failed pcb was replaced.